Event description:
The account reported the side rail is broken and will not stay latched. The bed was located in h-4 at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician noted that the left head side rail would not latch when in the up position due to the spring and pivot points being contaminated with a gummy substance. The substance was most likely on the bed from normal usage. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The spring, latch bias and pivot points were all cleaned and lubricated by the technician to resolve the issue. Based on this info, no further action is required.